Event description:
It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht versaturn guide wire may be related to the adverse patient effects of dissection and the device malfunctions of failure to cross and difficult advancement. Details are listed in the attached article, titled post-market clinical follow-up evaluation report peripheral guide wires please see the attached pmcf for specific information.

Manufacturer narrative:
Date of event ¿ estimated. Lot # : the unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other devices mentioned in the pmcf are filed under separate medwatch report numbers. Literature attachment article, titled post market clinical follow up evaluation report peripheral guide wires.

Manufacturer narrative:
Attachment: (B)(4) rev d pmcf report: coronary guide wiresupdated pmcf report attachment.

Manufacturer narrative:
The devices were not returned for evaluation. A review of the lot history records, and similar incident review could not be conducted because the part and lot numbers were not provided. The reported patient effect of dissection are listed in the hi-torque guide wires instructions for use (IFU) as a known patient effect of coronary procedures. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact root cause cannot be determined. The investigation determined a conclusive cause for the reported difficult to advance and reported failure to advance cannot be determined. Additionally, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.